Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that the site was using a handpiece during a total mastectomy surgery and "flame came out of it." The site reported the handpiece did not touch the patient, there was no patient harm. The handpiece was removed from the field and surgery continued without it. It was further clarified that the plasma blade was in the surgeon¿s hand. She pressed coag and was about to go closer to the forceps which were holding a small vessel and a small flame erupted at the tip. The plasma blade was not in wound or touching forceps when flame appeared. There was no delay and no patient harm.

Manufacturer narrative:
Analysis summary: complaint confirmed: upon receiving the device, it was visible to see the device was used prior to receiving. There were some eschar build up on the blade and the device was covered in dried blood. Dried blood can also be seen in the suction tube when the device was received. The device was observed and the collet where the shaft of the blade is, was slightly melted. The device was decontaminated to proceed with the analysis and attempt to replicate the spark/flame. The device was connected to the complaint lab generator and passed continuity and other product specifications and requirements. No sparks or flames were detected when the device was being activated. No failures were found during analysis. Additional analysis was done. Email that was provided by the sender, the information and statement provided verified the technique of the user caused the spark/ flame. The conclusion is although the user did not touch the forceps, the device was already activated on coag prior to touching the patient. A mixture of activating the device and getting close to the forceps will cause connection and may cause unintended injuries. The IFU states, ¿do not contact metal objects and instruments with the plasmablade¿ x device while power is being applied as unintended tissue damage and electrode tip damage could occur.¿ ¿activation of the handpiece when not in contact with target tissue may cause capacitive coupling.¿ additional analysis stated ¿the suction port on the finger grip was partially melted. Therefore it is very likely the flame came from the finger grip, not hs. The root cause is the metal shaft underneath the finger grip has a section that is not covered by hs. Bechtop testing has shown that during tissue cutting, arc can occur from inside of finger grip if the finger grip is in contact wi th tissue.¿ if information is provided in the future, a supplemental report will be issued.